Manufacturer narrative:
Information contained in this report was previously submitted through resp. Psr. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to "distortion and lateral displacement." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side silicone mammary implant displacement and distortion. Patient additionally reported "swelling under the arm" and "blood cell count has been up." Device remains implanted.